Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The data logs confirm the sudden low flow. The root cause of the low pump flow was most likely ingested biomaterial due to the clinical account. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there were suction alarms during. The pump was ultimately removed, and the access site was closed. Impella was successfully weaned. No patient harm was reported.